Event description:
Event description guidant received information that this transvenous defibrillation lead was exhibiting high pacing thresholds and non-capture at 7.5 volts. The physician suspected microdislodgement and the lead was explanted and successfully replaced with another transvenous defibrillation lead. No adverse patient symptoms were reported.